Manufacturer narrative:
Section d4;h4: additional information manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the driveline faults, pump stops, and low speed events which were observed in the submitted log files. The submitted log files contained overlapping data from (B)(6)2020 at 7:30:57 to (B)(6) 2020 at 13:00:41. The pump fixed speed was set to 8600 rpm with a low speed limit of 8000 rpm for the duration of the log files. Throughout the captured data, there were 16 pump stops and 26 low speed hazards all of which occurred while the patient was on mpu or power module power. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline. (B)(6) was returned with the driveline severed approximately 3.5¿ from the pump housing, a distal portion of 35.5¿ also was returned. The driveline revealed a repair approximately 23¿ from the metal connector. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was not returned. The sealed outflow graft, bend relief and bend relief collar were not returned. The outlet elbow was returned attached to the outlet port. A distal end driveline replacement was performed by a technical service representative on (B)(6) 2020 under (B)(4). Approximately 21.5¿ of the external portion/distal end of the driveline was returned. Continuity and hipot testing were performed on the 21.5¿ portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. An electrical continuity test of both the 35.5¿ distal section and pump end returned driveline was conducted and revealed an open circuit was able to be induced in the black wire on the distal section. The remaining wires were tested, and no wire-to-wire or wire-to-shield shorts were induced during the intact testing. Upon removal of the bionate layer, a large area of shield breakdown was noted approximately 26¿ from the metal connector, this area appeared to reveal a complete fracture in the black wire. Removal of the shielding confirmed the severed black wire approximately 26.5¿ from the metal connector. Visual and microscopic inspection of the remaining underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Bypassing the black wire, the remaining wires were submerged in a saline solution for hi-pot testing to further verify each wire¿s insulation. The test did not identify any additional breaches. The observed fracture of the black wire had the potential to result in the pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power module or mobile power unit. The observed fracture in the black wire could have contributed to the driveline fault alarms that were confirmed in the log files. An incidental finding of superficial damage to the outer silicone jacket was found. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with recurrent low flow alarms and pump stops consistent with short-to-shield. Log file analysis showed 4 pump stops and 4 low speed advisories on (B)(6) 2020. There were also multiple power, and flow elevations during these events. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The log file also captured 8 driveline fault events between (B)(6) 2020. A percutaneous lead replacement was performed on the external portion on (B)(6) 2020. The pump stopped when changing over to the new driveline. The driveline had to be reconnected and the remaining 3 wires had to be jumped to change over to complete the repair. The black wire remained damaged. The issue appeared to be internal. Log files after the repair showed driveline fault alarm had latched on. The patient underwent a pump exchange on (B)(6) 2020. Following the pump exchange and controller restart, the log noted low flow alarms and low speed advisories due to the motor speed being set below the speed limit. This was corrected. Unsustained power and flow elevations were also noted between (B)(6) 2020. In addition, the log captured multiple yellow wrench alarms due to the controller clock not being set to the correct date and time. After updating these alarms cleared as well.